Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severe tortuous and mild calcified cephalic vein. A 4mm x 20mm x 144cm coyote es mr balloon catheter was selected for use. During the procedure, the balloon ruptured at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event. It was reported that the balloon ruptured upon second inflation for 15 seconds. The device was removed, and the patient was in good condition without any issues.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severe tortuous and mild calcified cephalic vein. A 4mm x 20mm x 144cm coyote es mr balloon catheter was selected for use. During the procedure, the balloon ruptured at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.